Manufacturer narrative:
Device manufacture date: september 14, 2017 ¿ september 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not deliver all the medication to the patient in the expected time of 48 hours. The medication being delivered was an unspecified chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.